Manufacturer narrative:
The reported event is inconclusive as the device was not returned. Visual evaluation noted 1 opened empty statlock nasogastric package with prep pad. Visual evaluation noted an impression of the butterfly pad in the packaging. As the device was not returned for evaluation, the investigation is inconclusive. Although an exact root cause could not be determined, a potential root cause is inadequate material selection. It was unknown if the product was used for treatment/diagnosis. It was unknown whether the product had caused the reported failure. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The investigation is concluded, and no additional action is required at this time. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review was not performed because labeling could not have prevented the reported failure. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the user found out that there was no core with the statlock after opening the package. Also stated that it was too squishy to use. Per follow up information received via ibc on 05oct2021, the statlock was not able to be closed properly.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the user found out that there was no core with the statlock after opening the package. Also stated that it was too squishy to use. Per follow up information received via ibc on 05oct2021, the statlock was not able to be closed properly.